Manufacturer narrative:
The lead complained about was not returned for analysis. The report therefore refers only to the analysis results of the ICD. The returned ICD was visually inspected upon receipt, and no anomalies were found. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. In a next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected. This damage of the final shock stages indicates a shock delivery into an external low-ohmic shock path, consistent with the reported impedance of <200 ohm. The damage to the module, in turn, led to a permanently increased current uptake and, subsequently, to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which results in low-ohmic contact of the high-voltage lines. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The damage to the final shock stages led to a complete discharge of the battery and thus to the clinical observation. This is not a device malfunction. There were no indication of a device malfunction.

Event description:
Ous MDR - after an implantation time of about 72 months, it was reported that the ICD could no longer be interrogated. The ICD was explanted and returned to biotronik for analysis. The lead was capped and remains inside the patient. No deterioration of the patient's state of health was reported. The reason for the lead being capped was not provided. Should additional information become available, this event will be updated.